Event description:
It is reported that the device was broken due to a blow from the mallet during insertion. There was no harm to the patient.

Manufacturer narrative:
Evaluation summary: it is reported that the device broke when it was hit by a mallet. It is likely that the device experienced high impact load which caused the fracture of the device. Improper use appears to be the cause of the problem. As returned, the provisional is fractured into three pieces. Additionally, the specimen shows extensive wear in the form of nicks, scratches, and gouges. The underside also shows fracture damage to the outer lip on the posterior side. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.